Event description:
It was reported that an asymptomatic patient presented in clinic with intermittent out of range impedance exhibited on the right ventricular pacing lead. Upon interrogation, it was noted that the impedance would intermittently rise and decrease between 1056 to 2500 ohms. The supporting leads and all other pacing lead measurements were stable. The pulse generator is reported to be a non-sjm device. The suggested isometrics and pocket manipulation tests were not made. No further information is available. There were no adverse consequences reported due to the issue and patient is reported to be stable post interrogation.